Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The hakim programmable valve (ID 823100) was not returned for evaluation as the product is not available for return as per customer and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer is due to demagnetization caused by MRI, as noted on the description, the pressure setting changed unintentionally after taking an MRI; an exposition of a too strong magnetic field, as noted in the IFU, "any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823100) had been implanted via a ventriculoperitoneal (v-p) shunt on an unknown date with an unknown pressure setting. In 2019, the pressure setting unintentionally changed following an magnetic resonance imaging (MRI). The physician attempted to reset the valve to its original setting but had trouble. Additionally, an x-ray confirmed that the white marker had detached. On (B)(6)2025, the valve setting was rechecked via x-ray, which again confirmed that the white marker was missing. There appeared to be no issue with cerebrospinal fluid (csf) flow, and the patient did not exhibit any signs or symptoms. As a result, the valve remained implanted, and there were no current plans to replace the device.